Manufacturer narrative:
The event reported is an anticipated in the risk m anagement documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The returned devices were visually examined, and the following was observed: sheath shaft received cut radially at two sections (cut at the back table). Liner unexpanded and distal tip unopened. Strain relief section longitudinally cut at both hdpe and strain relief (cut at the back table). Strain relief stretched. Sheath shaft damaged underneath strain relief. Due to the nature of the complaint (sheath puncture) and condition of device return (device cut), no applicable functional testing was able to be performed. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion or advancement through the sheath with the s3ur valve configuration have not been linked to device malfunctions or manufacturing nonconformances. Historically, root causes for these events have been associated with multiple contributing factors, including patient conditions (vascular and non-vascular), procedural variables, and use-related variability (e.g., technique, user error). These factors often interact and compound, potentially resulting in secondary device failures - such as valve frame damage or compromised sheath and delivery system components - as well as secondary complications affecting the delivery system. Notably, these secondary failures or complications are also not considered device malfunctions or manufacturing nonconformances, as they arise from the same complex interplay of external factors rather than inherent product defects. The complaint inability to advance the delivery system through sheath was confirmed based on the evaluation of the returned device. Available information suggests patient factors (calcification) and/or user error (incomplete loader insertion, steep insertion angle) likely contributed to the event as per information provided there was moderate degree of calcification in the access vessels, and the loader was not completely inserted and the sheath was inserted in a steep angle into the patient. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Incomplete loader insertion can introduce misalignment at the loader-sheath junction, leading to resistance during delivery system advancement and increasing the risk of valve frame damage. The loader is designed to facilitate a smooth transition of the crimped valve through the sheath hub. When not properly inserted, discontinuity at this interface may cause friction or catching interactions between the valve and sheath hub, leading to bent valve struts. This damage may be further exacerbated by device manipulation (high push force), which subjects the valve to localized mechanical stress. Additionally, improper loader insertion technique can increase push force requirements, contributing to sheath damage, including but not limited to kinking and/or compromised integrity of the shaft. A steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance or can increase push force requirements, resulting in frame damage or secondary failures on the sheath or delivery system. The complaint of sheath punctured was unable to be confirmed based on the evaluation of the returned device. Available information suggests patient factors (calcification) and/or procedural factors (device manipulation) likely contributed to the event. High push forces exerted to overcome resistance in challenging anatomy can compromise sheath integrity, resulting in shaft damage. Forceful device maneuvers can damage the sheath components in direct contact with rigid anatomical features (e.g. Sharp calcium nodules). When combined with non-coaxial advancement trajectories (rendered through anatomical complexities, steep angles) these forces can further exacerbate damage to the sheath shaft, liner, and strain relief - particularly when interacting with crimped valve struts. Under such conditions, the valve frame is susceptible towards sustaining damage (i.e. Bent struts). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion. This is one of two manufacturer reports being submitted for this case.

Event description:
Edwards received notification from our affiliate in austria. As reported, this was a case of an implant of a 29mm sapien 3 ultra resilia valve, in the aortic position by right transfemoral approach. The loader was not fully inserted and the esheath was inserted in a step angle. During the advancement of the delivery system with the valve through esheath+, a lot of resistance was noted and finally the valve got stuck in the non-expandable part and could not be pushed forward. The devices were removed as a single unit. A hole was noted on the esheath+ where the valve was stuck and it was cut to confirm it. A new kit was used and successfully implanted. The patient did not experience any injury due to the event and was noted to be stable after the procedure.